Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2007. Later patient experienced urinary and bowel problems and recurrence.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.